Manufacturer narrative:
B3: date of event updated from on (B)(6) 2019 to on (B)(6) 2019.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure completed with a different device. No patient complications were reported.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as the correct date was not provided.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure completed with a different device. No patient complications were reported.